Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion was too tight and the pump was working with a jerking motion. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the occlusion pump was stiff but was not able to confirm the jerking motion problem of the pump when turned. Fsr cleaned and re-greased the roller pump occlusion knob. The unit operated to the manufacturer's specification. Preventive maintenance (pm) activity is performed by the user facility's biomedical technician, and the pm history is unknown. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.